Event description:
In 2009, the pt's mother reported that yesterday, the pt had elevated blood glucose readings in the 200s mg/dl range. Her only symptom was irritability. The pt's blood glucose did not decrease although she bolused insulin via her infusion device and changed her infusion sets. She delivered insulin via injection and her blood glucose began to decrease, but was elevated to 280 mg/dl this morning. Her current blood glucose is 188 mg/dl. During troubleshooting, the mother stated, there was a large air bubble in the insulin cartridge yesterday. She stated the cartridge had been in use for a few days. She tried to prime the air bubble out but was unable to, so she changed the cartridge. The mother stated, they allow the insulin to warm to room temperature before filling the cartridge but then puts the filled cartridge back into the refrigerator. She was advised not to put the cartridge back into the refrigerator and to allow the cartridge to reach room temperature before inserting it into her device. She was instructed to check the current cartridge which had 2 small champagne bubbles in it. She primed the bubbles out. Four days later, the mother stated, the pt continues to have elevated blood glucose readings up to "hi" on her meter. She stated the pt continues to have air bubbles in the insulin cartridge. The pt switched to her backup infusion device. Five days later, the pt's diabetes educator stated, the pt has had no further air bubbles. The pt did not require assistance from a healthcare professional or second party to address the issue. The insulin cartridge will not be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.